Event description:
On (B)(6) 2023 the customer reported one over the range elevated il-6 (access il-6 assay, part number a16369, lot number not provided) patient result was generated on the customer's unicel dxi 800 access immunoassay analyzer (part number 973100 and serial number (B)(6)). The questioned patient result was higher than the detection range for the il-6 assay. There was no report of an injury or illness to the patient attributable to the output from the device in this event. No change in the patient treatment was reported. No hardware errors or issues with other assays were reported in conjunction with this event. Per customer¿s verbal report, system check, calibration and quality control were passing within specifications. The beckman coulter laboratory solution specialist (lss) reviewed patient data with customer and found that the patient's pct and bnp results were also elevated and concordant with the elevated il-6 patient result. Per the access il-6 instructions for use (IFU) part number a83733 j, it states "the access il-6 results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, data from additional tests, and other appropriate information." And also "if a sample contains more than the stated value of the highest access il-6 calibrator (s5), report the result as greater than that value (i.e., > 1,500 pg/ml)." The lss also recommended to manually dilute the patient sample according to il-6 IFU: "manual dilution: dilute one volume of sample with two volumes of access il-6 calibrator s0 (zero) or access sample diluent a." There were no issues with sample integrity reported by the customer.

Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access il-6 reagent was not returned for evaluation. No hardware errors or issues with other assays were reported in conjunction with this event. The beckman coulter laboratory solution specialist (lss) reviewed patient data with customer and found that the patient's pct and bnp results were also elevated and concordant with the elevated il-6 patient result. Per the access il-6 instructions for use (IFU) part number a83733 j, it states "the access il-6 results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, data from additional tests, and other appropriate information." Furthermore, the access il-6 IFU states "if a sample contains more than the stated value of the highest access il-6 calibrator (s5), report the result as greater than that value (i.e., > 1,500 pg/ml)." The lss also provided the recommendations to manually dilute the sample as described within the il-6 IFU: "manual dilution: dilute one volume of sample with two volumes of access il-6 calibrator s0 (zero) or access sample diluent a." In conclusion, a definitive cause for this event cannot be determined. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event. Note 1: a medwatch report has been generated based on the access il-6 assay classification as an eua assay. Note 2: no lot number was provided: no UDI, no expiration or manufacturing dates could be provided (h4: the device manufacture date is related to the analyzer as no information related to the reagent was provided).